Event description:
Customer reports blood glucose result of 581 mg/dl taken on the advantage system, prompting a call to paramedics. Customer reports becoming incoherent and delusional, and blood glucose result on paramedics meter was 29 mg/dl, taken about one hour after the customer's result of 581 mg/dl. Customer was treated with IV glucose and taken to the hosp. About 5 hours prior to low blood incident, customer had blood glucose result of 99 mg/dl and had taken more humulin n then normal because she was anticipating eating more sweets. No quality controls were used. Requested return of suspect device and replacement was sent.